Event description:
It was reported during surgery, the liner did not seat with the use of the impactor. However, an alternate liner was used. After surgery, an x-ray showed a small fracture of the acetabulum. Per the surgeon, "striking hard may have caused the crack on acetabulum."